Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported c-34 error on every startup of the integrated electro surgical unit (iesu). The fse replaced the iesu. At this time, the complaint investigation has been completed and the record will be closed. The system was tested and verified as ready for use. Isi has received the iesu for evaluation. The reported failure of error c-34 mono coag and start-up was confirmed and replicated. The iesu unit was placed on an in-house system and was run in normal mode. The iesu had no significant scratches or dents. The front bezel was not cracked. The iesu was in good condition.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer observed the monopolar energy was not working. The customer informed they were getting an error message on screen, c-34. The customer had tried two green energy cables, but the issue remained, and the customer mentioned there was a "?" Near the davinci as well. The technical service engineer (tse) reviewed the logs and confirmed the issue. After, the tse asked if the uses of the energy cables were being tracked, and the customer said they thought so but were not sure of the number. The tse explained the energy cables have 20 uses recommended or 25 reprocessing cycles before they begin to degrade. Then the tse also recommended a power cycle of the erbe unit, but the issue remained. After, the tse recommended changing to a third energy cable to see if the issue would resolve. The customer stated they thought the staff would get another integrated electro surgical unit (iesu) for the monopolar energy. The procedure was completed with no reported injury or harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The monopolar cord, grounding pad and monopolar curved scissors (mcs) instrument was changed. The procedure was completed robotically with a different generator.